Event description:
It has been reported to co that during the procedure as the physician attempted to pull this wire through the stent he reportedly accidently pulled out the entire system. Upon inspection of this device it was noted that the tip had broken off. However, the tip was retrieved and the wire is not being implicated. The pt is reported as fine requiring no intervention.